Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up monitor) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to excessively discharged battery cells. The battery output voltage was 0v. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that it was unable to power up a monitor.